Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in insulin pump history (variable info = 3) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no beep. The customer¿s blood glucose level was 4 mg/dl at the time of the incident and current blood glucose value is 209 mg/dl. Customer reports the insulin pump was no beep when customer change the volume. Customer perform a self-test automatically the message battery failed. The customer was assisted with troubleshooting and the pump did not beep. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.